Manufacturer narrative:
(B)(4). Analysis was unable to perform the displacement test due to a missing reservoir retainer. The insulin pump was received with minor scratches on the lcd window, a scratched case, a pillowing keypad overlay, and a missing reservoir tube o-ring.

Event description:
It was reported via phone call that the insulin pump had a damaged reservoir compartment; the reservoir tube lip was broken in half. The patient's blood glucose at the time of incident is unknown. During troubleshooting the customer stated that the damage occurred while removing the reservoir. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis.